Manufacturer narrative:
The cartridge was received for evaluation and revealed a leak in the arterial line. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on (B)(6) 2022 regarding a 67 year old male with a medical history including hypertension and end stage renal disease, stating the patient observed an unspecified amount of dialysate and blood dripping from the nxstage system at the conclusion of a home hemodialysis treatment on (B)(6) 2022. Additional information was received on (B)(6) 2022 from the home therapy nurse who stated the patient did not experience any symptoms, no medical intervention was required and he''s since resumed treatment with the nxstage system.